Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009, the patient underwent transforaminal lumbar interbody fusion and posterolateral fusion surgery on his spine from l3-l5. Reportedly, "he was implanted with rhbmp-2/acs in this surgery.". " the rhbmp-2 collagen sponge was placed outside a cage in the disc space and posterolateral gutters." Allegedly, the patient's "post-operative period was marked by a period of improvement, followed by progressively increasing lower back and left buttock pain." Reportedly, the patient "continues to experience chronic back pain. He has difficulty walking and must use a cane to assist in ambulation. He requires assistance bathing and dressing. Patient used to be active and now he is unable to do any work."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was preoperatively diagnosed with low back pain and underwent the following procedures: lumbar 3-4 decompression, lumbar 3-4, 4-5 posterior lumbar fusion, decompression lumbar 4-5 instrumental fusion with interbody.